Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device was not working; there was no fluid in the pump. It was not determined if there was a leak and if there was one, where it could be located. No adverse patient effects. Additional information was received. Device would not inflate.

Manufacturer narrative:
Field change:h10. The complaint component was returned and analyzed, and the reported allegation of inflation issues was not confirmed via product analysis. Device performed within specifications. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device was not working; there was no fluid in the pump. It was not determined if there was a leak and if there was one, where it could be located. No adverse patient effects. Additional information was received. Device would not inflate.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device was not working; there was no fluid in the pump. It was not determined if there was a leak and if there was one, where it could be located. No adverse patient effects. Additional information was received. Device would not inflate.